Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that a bilateral triathlon was done at northshore hospital and two right femoral components were put into the pt. That is, a right femoral component.